Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged limb detachment. Based on the available information, the root cause is unknown. There were several potential root causes identified for recovery fractures. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately twelve years post vena cava filter deployment, three limbs of a vena cava filter were discovered allegedly detached, one limb was located in the left pulmonary artery and two limbs were located in the right pulmonary artery. It was further reported that the patient had multiple co-morbidities but was asymptomatic. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No device, no medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that three limbs of a vena cava filter allegedly detached, one limb was located in the left pulmonary artery and two limbs were located in the right pulmonary artery. It was further reported that the patient had multiple co-morbidities but was asymptomatic. There was no reported impact or consequence to the patient.